Event description:
It was reported that patient faced multiple occlusion issue which led to hyperglycemia since (B)(6) 2025. The blood glucose level was high, and it was treated with correction bolus via pump and multiple daily injection.

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.